Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the (B)(4) is connected to the power supply, sound was generated and the device switched off. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found be unable to power on due to contamination of the system board from liquid ingress. The unit presented with a watchdog alarm which would have prevented the unit from being able to engage in patient monitoring. The ribbon cable's insulation was also found to be stripped, which may cause the device to power on and off. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.